Manufacturer narrative:
Cause of malfunction was due to a faulty thermo switch, brought on by lack of device maintenance. The customer has since been given recommendations regarding proper maintenance in accordance with the device svc manual.

Event description:
The product complaint report shows that the customer stated (through a third party reporter) that they left the device plugged in while cleaning the cascade jar and top. The customer reported that when they found that the heater was glowing red, scorched wood and melted tubing. It is not verified that any malfunction may have occurred. This report is not admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.